Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after receiving electric shocks from this cardiac resynchronization therapy defibrillator (crt-d). This device delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to supraventricular tachycardia (svt). Therapy was exhausted. Reportedly the patient did not take the required medication on that day. The device was reprogrammed and remains in service. No additional adverse patient effects. Additional information received indicates that 10 months later, the patient received inappropriate electric shocks and atp due to svt. Technical services (ts) discussed the event and provided reprogramming recommendations. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving electric shocks from this cardiac resynchronization therapy defibrillator (crt-d). This device delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to supraventricular tachycardia (svt). Therapy was exhausted. Reportedly the patient did not take the required medication on that day. The device was reprogrammed and remains in service. No additional adverse patient effects.